Event description:
A non health care professional reported following the intraocular lens implantation the patient was not able to see well enough to drive and pass the cdl. The lens was explanted in a secondary procedure. The clinical reason for the explant was more myopic than expected- refractive surprise. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).